Event description:
It was reported that the pump emitted a beep and vibrated as indicated by the red led flashing every 30 seconds. The customer¿s blood glucose level at the time was 9, which is within the normal range of 54-500 mg/dl (3.0-27.7 mmol/l). Technical support resolved the issue by replacing the pump. Customer reverted to manual injections for insulin therapy.